Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(6) 2017: the customer reported that since switching to using humalog insulin in their cartridge, no additional occlusion alarms had occurred. Device not returned.

Event description:
It was reported an occlusion alarm occurred that could not be cleared by the customer. Reportedly, the customer uses apidra insulin in their cartridge. The customer experienced an elevated blood glucose (bg) level of 600mg/dl and diabetic ketoacidosis (dka). A correction bolus was delivered and a manual injection was administered to address the bg level. Due to the customer's bg level and dka, the customer was hospitalized. While in the hospital the customer received treatment in the form of an insulin drip. The customer was released from the hospital on (B)(6) 2017.